Manufacturer narrative:
Insulin pump received missing segments/partial display due to cracked and bleeding lcd. Unable to perform the displacement and self test due to cracked bleeding lcd noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via call that the insulin pump had a black mark on the right side of screen and not able to read. Customer¿s blood glucose level was unknown at the time of the incident. The insulin pump will be returned for analysis.